Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported a no delivery alarm during bolus, recurring three times. The customer had no symptoms. The customer did treat the high blood glucose level with manual injection due to ketones. The customer did troubleshoot the issue and was advise possible site related issue or infusion set occlusion. The insulin pump will not be returned for analysis.